Manufacturer narrative:
The controller was returned for analysis. Review of the manufacturing records indicates that this device met all specifications for release. The unit passed all functional testing in the lab. The log files confirm vad stop alarms all due to a driveline disconnect. Otherwise, the log files are uneventful. The complaint for power source 1 and power source 1 connection issues were unconfirmed. Although the locking tabs for power source 1 and power source 2 were worn, they still locked power sources into place and were unable to release even after manual manipulation. This complaint is unconfirmed for any failure mode.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Event description:
The patient reported that when he disconnected the battery on port 2 of his controller the pump stopped and the controller showed no message. The patient immediately took another battery and connected it back into port 2. The pump began running again. The controller was removed from the patient and a new one was supplied. No harm or injury to the patient was reported as a result of this incident. Batteries associated with the event have been requested for analysis.